Event description:
Finetuner echo and battery were returned to service and repair because it would not pair. No injury was reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not pairing. During device investigation a failed capacitor was detected which was possibly the reason for the reported issue. This is a final report.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Finetuner echo battery was returned to service and repair. No injury was reported.